Event description:
It was reported that patient experienced an infection at the lead site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A patient experienced an infection at the lead site was reported to abbott. The entire system was explanted. The patient was administered IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown